Event description:
It was reported that when the patient presented for routine device replacement due to battery depletion, the pacemaker was discovered to be in safety mode. The replacement procedure was completed without any reported adverse patient effects. The pacemaker is not expected to be returned for analysis.